Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: the manufacturing site name was documented as unknown in the initial report. This has been updated to synthes produktions gmbh (waldenburg). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly. H4: the date of manufacture (dom) was documented as unknown in the initial report. The dom has been corrected to october 20, 2008. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date was unavailable. The manufacturing location was unknown. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation of the air pen drive device, it was determined that the device had insufficient/low power. It was further determined that the device failed pretest for check with test bench and speed, check external leak tightness, check internal leak tightness, general condition, and check history. It was noted in the service order that the performance of the device was out of specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.